Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient never had therapeutic effect since implant. The patient has been going through programs and been programmed by the healthcare professional (hcp) and has gone through to program 3 each time bringing it up to patient¿s comfort level/feeling stimulation all the time. It was noted that the ins protrude like a bump on the patient¿s body and the ins move up and down when the patient walked. It was also mentioned that the patient had pain at the ins site "a little later" after implant. The patient had appointment schedule for (B)(6) 2018. No symptoms or further complications reported.

Manufacturer narrative:
H6: device code c62917 no longer applies, the doctor confirmed the ipg had not moved. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): when asked the cause of the ins protruding like a bump a nd moving up and down, the hcp responded that the patient does not like the angle of the ipg and how it has healed. There is no problem with function of the ipg. It does not move. A revision was scheduled for the pocket, but the patient then called on (B)(6) 2019 and said "symptoms better - don't want procedure". No further complications reported.